Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 7f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device and delivery system were both removed from the patient and replaced with a new 10mm amplatzer septal occluder and 7f amplatzer trevisio intravascular delivery system. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.